Event description:
It was reported the patient went to the emergency room due to a fall. Afterwards, the patient lost stimulation. Reprogramming to provide adequate coverage was unsuccessful. X-rays revealed no anomalies. Since the fall, the patient has experienced acute pain. The patient will meet with an sjm representative again for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.